Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the "top part" of the tubing separated and leaked onto the patient and the patient's bed. There was no of patient harm.